Event description:
It was reported that patient spinal cord stimulator lead had frayed a little bit towards the lead tail. The physician still uses the same lead and put into the header of the new implantable pulse generator (ipg). The physician used a shunt cover to cover the part of the lead that was frayed.